Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject device could not be interrogated by the remote monitoring system. Issue is suspected on the rf communication level.